Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular (rv) lead noise and integrity warning. It was also reported the lead displayed high impedance, noise, there were high rate non-sustained episodes and the sensing integrity count was noted. The lead was capped, replaced, and no patient complications have been reported as a result of this event.